Event description:
It was reported that approximately twenty-nine months post-implant of a bifurcated device, two infrarenal aortic extensions, and limb extension, a follow-up computed tomography scan revealed an endoleak. It could not be determined if the endoleak was a type ii or type iii between the limb extension and the bifurcated device. Reportedly, the physician elected to place the additional limb extension between the limb extension and bifurcated device, which did not correct the endoleak. The physician elected to end the procedure and leave the endoleak for monitoring. It was reported the patient tolerated the procedure well.

Event description:
It was reported that approximately twenty-nine months post-implant of a bifurcated device, two infrarenal aortic extensions, and limb extension, a follow-up computed tomography scan revealed an endoleak. It could not be determined if the endoleak was a type ii, or type iii, between the limb extension and the bifurcated device. Reportedly, a type ii was identified on angiogram during the procedure; however, the physician elected to place the additional limb extension between the limb extension and bifurcated device. It was reported the patient tolerated the procedure well.

Manufacturer narrative:
Actual device was not returned, hence no device evaluation was performed. Operative notes for index and secondary procedure, and CT images post index procedure were provided for clinical assessment by a clinical representative. Based on the review, the reported endoleak appears to be type 2b (non-device related); however, this cannot be conclusively determined. Review of the manufacturing records revealed that the lot met all release criteria, with no nonconforming material records that would explain the reported event. The lot usage history shows that no other units from this lot have been involved in any similar complaints at this time. There is no indication that the device may have caused or contributed to the event. Endoleaks are a known risk of the procedure, as identified in the product labeling.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. (B)(4): device not returned to manufacturer.